Event description:
It was reported that during a pancreatoduodenectomy procedure, some parts of the staple line were not stapled. The procedure was completed by additional sutures. There were no adverse consequences to the patient.